Event description:
It was reported that the cuff was removed due to recurring incontinence. Additional information was requested, but not provided.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.